Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while performing an up and over procedure in the non-calcified, non-tortuous superficial femoral artery (sfa) using a hi-torque (ht) supra core guide wire without any issues, this device was withdrawn from the anatomy without resistance when it was noted that a portion of the teflon coating was missing from the distal tip. The device packaging had been confirmed to be sealed prior to use and it was confirmed that no teflon had separated inside of the anatomy. The physician suspects that the device was received in this condition before use in the anatomy. Another supra core guide wire was unpackaged and confirmed to have its teflon coating intact and was used in successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the supra core electronic instructions for use (preparation for use section) states: prior to the interventional procedure, all equipment to be used, including the interventional device, should be examined carefully for defects. Do not use any defective equipment. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.